Event description:
The patient alleges permanent, immediate and irremedial damage to her body following hair removal treatment with the subject lightsheer device in 2005. The patient further alleges that the physician brought the patient back for additional treatment that resulted in additional burning, scarring and discoloration.

Manufacturer narrative:
The device owner requested evaluation of the subject lightsheer device on 11/11/2005. The lumenis service depot completed evaluation of the subject device on or about 12/08/2005. Per the service depot, upon receipt from the device owner, the chill tip had spots. This foreign material contamination appears to be the most likely root cause of the incident. The device was repaired and returned to the device owner. Lumenis legal has been provided a list of questions regarding patient and incident details for the continuation of this investigation. If additional substantial patient or incident details are obtained by lumenis, a follow-up medwatch report will be filed.